Manufacturer narrative:
(B)(4). Conclusion code: the alleged faulty user interface module was received on (B)(6) 2015, and routed to the service department for eval. The service department evaluated the device and isolated the root cause of the reported issue to the control board. Additionally, they found a damaged cable assembly. The control board was routed to the failure analysis lab for further investigation.

Event description:
The customer reported a user interface module that is non-functional. According to the customer, the display is showing curvey lines and is intermittent. They also stated that it does not "maintain constant video" and when it gets warm from use, then discoloration and curvey lines show up on the screen. Carefusion technical support issued a returned goods authorization (rga) number for the return of the alleged faulty user interface module for eval.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect control printed circuit board assembly for investigation. An investigation was performed and the reported issue was unable to be duplicated. The unit was cycled and powered several times and there were no malfunctions reported. No further investigation.